Manufacturer narrative:
The handpiece was received at the MFR for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the driveshaft bearings, which were replaced along with the nose cone, bearing stop, burshield, and other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction. The procedure was successfully completed with another device, and there was no pt or user injury reported.